Event description:
It was reported that during a pta treatment procedure for an unspecified artery occlusion, insertion and removal difficulties were encountered. The physician reported that the platinum plus guidewire 'would not proceed down the balloon catheter and on withdrawal the flexible tip fractured and unwound'. The platinum plus guidewire was removed in its entirety. The clinical outcome is reported as 'good'. No pt injuries or complications were reported. Pt status is reported as 'stable'.